Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device came apart was confirmed. An assessment was performed and it was observed that the device came apart between the back end and middle sub-assembly. The assignable root cause of this condition was determined to be component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the attachment device came apart in two pieces. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.